Event description:
Tenderness, painful breasts, hard to the touch, loss of sensitivity, changes on the physical appearance of both breasts. Breasts would hurt all day long. Underwent surgery to remove implants and remove all extra scar tissue. FDA safety report ID# (B)(4).